Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was exposed out of the device pocket due to an unknown reason. Patient presented to a healthcare clinic and was unable to provide information as to when the issue began or any further details as patient suffers from dementia. Patient's system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.